Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. The lead was received cut but complete. The lead was cut during the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.